Event description:
Before implantation, tests were performed; the first impedance measured was <200 ohms and the following measurements were all >3000 ohms. The ICD was not implanted.

Manufacturer narrative:
January 20, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Impedance measurements were inadequate before implantation. (B)(4). Conclusion: upon reception, the device was interrogated in its original commercial packaging, 5 successive impedance tests did not reproduced the reported event. However, in-depth investigation of the log file dated from the incident confirmed the reported event. Review of the software algorithm confirmed the reported event is not due to a software error or a possible hardware failure of the device and confirmed the programmer behaviour seems perfectly correct. The issue observed (only one time on ovatio) is due to a limitation of the mechanism described above (based on probability of apparition of a negative value of -1 instead of a value of zero). The device has been recycled at the step of the final electrical test which is performed at the end of the mfg process. It will be released back for distribution after control of the operations performed in compliance with our mfg and quality procedures.